Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels and keytones. Customer's blood glucose levels at the time of hospitalization was over 500mg/dl. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer had air bubbles in their reservoir. The customer was unable to complete troubleshooting. . Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.